Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 48 cm proximal to the lead tip. A proximal part including the serial number was missing. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragment was scrutinized including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 5.5 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to failure to sense. No adverse patient events were reported. Should additional information become available, this file will be updated.